Manufacturer narrative:
Device discarded at user facility. Unavailable for evaluation.

Event description:
It was reported to target that during an embolization procedure the physician advanced a catheter into the a-p shunt. He inserted on idc-18 and found that the size was too small. Then he retrieved the coil but it detached in the catheter. The idc was removed with the catheter from the body. The pt was not impacted from this occurrence.